Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) fiber optic port was not working. There was patient involvement reported and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they could not duplicate the issue, verified logs showed no fo alarms or error codes, and ran tests with no issues. The fse believes the fo cable was not fully inserted into the device. Device passed the performance and safety checks according to factory specifications.